Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for the device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.

Event description:
A report was received stating that the listed device kinked while in use with a patient after an unk amount of time in use. No adverse effects to patient were reported.